Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle, there was blood leakage seen at the base of the needle resulting in exposure. This occurred with three devices. Healthcare provider was wearing a ppe blouse. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: material #: 368837. Lot/batch #: 3230300. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.